Event description:
It was reported that the valve changed from pressure level 0.5 to pressure level 2.0.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was adjustable to all pressure levels in the laboratory. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the siphon test due to debris within the delta chamber. The valve did not pass the leak test due to a hole in the reservoir. Damage of this type is similar to damage that may be caused by a needle puncture. A review of mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.